Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Manufacturer narrative:
The underlying cause documented in the return fields in oracle returns' ((B)(4)) is defined as: controls/switch/button broken/manifold/other/defective.

Event description:
Dealer states unit has no alarm.

Event description:
Dealer states, unit has no alarm.